Manufacturer narrative:
H10: one (1) used list# mc100, microclave¿ clear neutral connector was received for evaluation. There was a small blood droplet residue and some other fluid residue between the silicone seal and the body of the returned used mc100 microclave connector. There was no growth observed in the used mc100 microclave connector. There was visible seal tearing damage on the top surface of the seal that is typical of access with an incompatible mating device. During pressure leak testing the internal leakage was replicated due to the seal tearing. The probable cause of seal tearing and subsequent internal leakage is typical of access with an incompatible mating device during use. The directions for use states: connectors are compatible with iso male luers having an internal diameter between 0.062" and 0.110". No device history review was conducted since no lot number was identified.

Manufacturer narrative:
The device was received on 3/24/2020. Investigation is pending.

Event description:
The customer reported a microclave neutral had a brown spec of growth in the clave which was on the end of an umbilical central line. Primene and lipids were attached to the clave. The clave was immediately replaced. The customer reported there were no defects noted. There was patient involvement but no harm reported.